Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The allegation is against 1 of 3 cervical drg leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 6873392. Common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 6379261. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's lead revision on (B)(6) 2025 [ related manufacturer report number 1627487-2025-03394 and 1627487-2025-03395], the right t1 drg lead was not mapping in the pre-op. Additionally, patient's one of the three cervical leads got pulled of place while the physician was trying to remove other leads. As a result, physician explanted and replaced right t1 drg lead and the cervical lead that got pulled to address the issue. It is unknown which cervical lead had caused the issue.